Event description:
The customer reported the device had a bad display. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device had a bad display. There was no reported pt involvement. The device was evaluated by a philips field service engineer and the failure was verified. Multiple parts were replaced including the processor pca and display to resolve this failure. The device passed all post servicing testing and remains at the customer site. We cannot determine the cause of the reported issue as multiple parts were replaced.